Event description:
Boston scientific received information that upon review of several non-sustained ventricular tachycardia (nsvt) episodes, signals on the non-bsc right ventricular (rv) lead were observed. Rv impedance measurements increased from 640 ohms to 1,180 ohms. No noise was observed on the rv channel associated with the oversensing. Capture was not seen at two volts and three volts, however, the patient implanted with this device was reported to not be pacemaker dependent. Technical services discussed testing recommendations. The patient's physician was to speak with the patient. To date, no adverse patient effects were reported during the clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned to allow for reliability analysis.

Event description:
Additional information was received that an invasive revision procedure was performed. Upon inspection, the device header was found to be loose. The device was ultimately explanted and replaced. The new device exhibited lead measurements within acceptable limits. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was slightly loose, however, all feedthru wires were intact and no noise or oversensing was detected or could be produced during analysis.